Manufacturer narrative:
On (B)(6) 2022 the distributor reported the following additional information: a pump system check was performed, and there was no indication in the pump history that a failure or malfunction occurred. The pump operated as intended and no failure was identified. This event does not meet MDR requirements as defined by 21 cfr 803.

Event description:
It was reported that an unspecified malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. Further information regarding the patient or event was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.